Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during patient use the achieva ventilator stopped cycling without generating an audible alarm. The doctor noticed that the plug to the power cord was coming out (not completely out) of the alternating current (ac) socket. The doctor plugged it in again, then the device started cycling again. The patient was not harmed or injured as a result of the event. The evaluation of the device has not been completed.